Manufacturer narrative:
Concomitant medical devices: product ID: 3389-28 ,lot# 0209135986, implanted: (B)(6) 2015, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension, product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 37612 , serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
A healthcare professional from a clinical study reported that on (B)(6) 2015 during normal use an open circuit on the left electrode was determined. There were no clinical signs. Device interrogation/device data results were abnormal. Interventions or actions taken included epileptologist visit and polarity reprogramming. The issue was not resolved, event was ongoing. No surgical intervention had been done nor was any planned. The patient was alive with injury. The patient's medical history included hypertension and neurological disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received updated the device diagnosis to note high impedance of two contacts of the left electrode. Due to the high impedance an open circuit is suspected. There were no related symptoms. No further complications are anticipated.